Manufacturer narrative:
Evaluated three opened/used reservoirs, performed pre-fill reservoir and reservoirs passed per inspection. No air bubbles were observed during analysis. Checked o-rings for defects and none were found. The reservoirs connected locked in place properly and conclusion no air bubbles.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir has air bubbles in it. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting reviewed filling technique with customer. The customer was advised that the reservoir would be replaced and to return the product for analysis. No further details provided.